Event description:
It was reported that a flo-gard IV solution administration set leaked. This occurred during priming. The reporter stated that set appears to have a number of cuts along the tubing, from which the leaks are originating. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  Should additional relevant information become available, a supplemental report will be submitted.